Event description:
On 4/23/92 the patient was admitted to our facility for "removal of bilateral breast implants". Pre-op diagnosis: status-post breast augmentation bilaterally, possible leak on the left side per mammogram. They were surgically removed under general anesthesia; aslo sent to pathology. The patient then had saline implants inserted bilaterally without complications. The patient tolerated the procedure well. Post-op there were no problems noted that evening at home. Pathology report: a. Gross exam a transparent plastic sac containing a yellow gelationous material 11" x 11" x 2 cm with a small pin-point sized leak focally located. B gross exam a disrupted transparent plastic sac structured similar to above 11" x 10" x 2 cm. The specimens were returned to the manufacturer by the physiciandevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other, other, invalid data. Results of evaluation: other, invalid data. Conclusion: invalid data, other. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor, other. The device was not destroyed/disposed of.